Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the tip-up fenestrated grasper instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument broke off in the patient. The procedure was completed with no known patient injury reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that they had inspected the instrument prior to use and found no visible damage. The case was in the middle of mobilization doing robotic abdominoperineal resection and reconstruction. The instrument had collided with another during the case, the customer did not know if a fragment fell due to the issue. They had visually inspected the area where the event occurred. The customer was able to retract the arm and pull the trocar safely and proceed with the case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately 1.99 from the distal tip. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The main tube was broken, and the distal tip was completely severed from the instrument. A visual inspection found all internal cables to be broken. The distal tip was returned with the instrument. Fragments were found to be missing from the broken main tube. The instrument was found to have a broken grip and distal pitch cable at the site of the broken main tube. The cable was fully broken. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The complaint was not confirmed by failure analysis since the product was not returned. The probable root cause may be attributed to an issue with the manufacturing process of the grips. This process was converted from machined to mim (metal injection molding), causing the potential for a grip failure.

Event description:
Refer to h11 for follow-up information.